Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever. The cause of peritonitis was unknown. It was reported that the patient was hospitalized and was treated with unspecified antibiotics (doses, routes, frequencies and durations were not reported) for the event. At the time of this report, the patient remained hospitalized and was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was discharged from the hospital on an unknown date. On an unknown date, pd therapy was discontinued and the patient was switched to hemodialysis (twice a week). At the time of this report, the patient has recovered from fever. Should additional relevant information become available, a supplemental report will be submitted.